Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states that there is a couple of slats bent not sure how.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, frame bent. Front slat bent. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the first slat being twisted and bent on the right side of the bed where it connects to the headspring. The cause of the bend and twisting of the slat could not be determined. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, frame bent. Front slat bent. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the first slat being twisted and bent on the right side of the bed where it connects to the headspring. The cause of the bend and twisting of the slat could not be determined. Dealer states that there is a couple of slats bent not sure how.